Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 500 mg/dl. The customer stated that they treated the high blood glucose by bolus after changing the infusion set and reservoir. Troubleshooting was done for insulin flow blocked alarm. The customer stated that the insulin did exit during fill cannula process. The reservoir will not be returned for analysis.